Event description:
Unit did not fail on a pt, therefore no pt injury occrred. The unit's peep setting had to be placed at 28 to get a peep level of 10. The 765 board was replaced and the unit was calibrated and is running within mfrs specs. No alarms were noted and the initial front panel settings are unknown. This was generated as a result of call screening.